Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a low out of range shock impedance measurement less than 20 ohms. All subsequent shock impedance measurements were observed to be within normal limits. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Additional information was received that the patient was seen in-clinic for follow up, however, the cause of the out of range shock impedance measurement was unable to be determined. The physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.